Event description:
Boston scientific crm received information that this device was beeping due to declaring the electice replacement indicator (eri) with a battery voltage of 2.67 v and charge time measurements of 20.7 seconds. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.

Event description:
Analysis is now complete.

Manufacturer narrative:
At this time, records indicate that the device remain implanted and no adverse patient effects have been observed. If additional information is received, this report will be updated. Subsequently, this device was explanted and returned for analysis. When testing is complete, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2 2010 product performance report.